Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 4 pm with a high blood glucose level of 295 mg/dl. The customer was treated for their blood glucose with two units of insulin. The customer stated that they had made adjustments to their basal without the doctors' orders. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp.